Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with automatic mode switch and noise reversion episodes caused by noise over-sensing on the atrial lead. Lead was programmed to address the issue. Patient condition after the event was stable.